Event description:
It was reported that cartridge alarm 20 was triggered multiple times during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to send the customer a replacement pump with updated software, provided training availability, and advised on the necessary steps for returning the faulty pump using a pre-paid label. The customer planned to use manual injections as a backup insulin delivery method.